Event description:
A malfunction was reported with a code of malf 9, but there were no notable events prior to it. Customer's blood glucose level did not exceed 500 mg/dl, so it was reported within normal range. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.